Manufacturer narrative:
An extensive engineering investigation was performed on the returned airsense 10 elite at the resmed design house located in (B)(4). The reported complaint regarding the device start/stop button not functioning could not be confirmed. The investigation determined that there was no fault found with the returned device. The device has passed all performance tests and is functioning to specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
Due to the nature of the reported issue, resmed contacted the customer to obtain additional information about the incident. The customer was unable to provide resmed with additional information on the patient state of health prior to the incident. The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an airsense 10 elite had a defective start/stop button and would not power on. During the report, resmed was also made aware that this patient was taken to the hospital and passed away.